Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 1015-1030pm with a high blood glucose level of 298 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they got home from work and went to bed when they suddenly woke up with the unexplained high blood glucose. The customer was assisted with troubleshooting and there were no malfunctions found with the customer's insulin pump. The customer did not return the product back for analysis.